Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for malignant pain. The pump contained bupivacaine [16 mg/ml] at a dose of 4.004 mg/day and an unknown brand of morphine [2.8 mg/ml] at a dose of 0.7007 mg/day. It was reported the actual reservoir volume (arv) was 17 cc, and the expected reservoir volume (erv) was 2.6 cc. The hcp stated that was the first time there had been a reservoir volume discrepancy with the patient¿s pump. The hcp stated she was only able to fill the pump with 35 cc of drug. The hcp stated they were not able to aspirate any air out of the system. The hcp stated she was utilizing ultrasound with the refill the day of report, so the hcp was certain she was in the reservoir fill port. The hcp stated she would confirm normal event logs. The hcp stated the patient would be coming back to the clinic for another appointment with the follow-up doctor soon, so they would assess the pump/patient again at that time and do additional troubleshooting if needed. No patient symptoms/complications were reported.